Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred for the right ventricular (rv) lead. It was also reported that the following issues were observed on the rv lead: suspected fracture, high/rising thresholds and rising impedance. The rv lead was explanted and replaced. It was reported that during the rv lead replacement procedure, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.